Event description:
Pt reported that during bolus delivery, they noticed insulin leakage into the device's insulin cartridge chamber. No error messages were generated by the device. Pt switched to back-up device. Pt's blood glucose was not affected, and no treatment was received.